Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise on the right ventricular (rv) lead. There was also decreased pacing lead impedance (pli) and a decreased sensing value noted. No intervention has taken place at this time and the patient was stable and will continue to be monitored.